Event description:
Power supply is not working.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that there was no alternating current (ac) power. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was no ac power. The remote service engineer (rse) provided the customer with the section in the manual that explained how to check for the ac power going into the power supply and if the direct current (dc) was coming out. The rse also provided the customer with the part number of the power supply to order and replace. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.